Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) initially detected in the vt-1 zone but the rate escaluated into the vt zone where three shocks were given for sinus tachycardia. No adverse patient effects were reported. Technical services discussed device behavior.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.